Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the "top lead" has interference and is malfunctioning. Follow-up with the physician's office clarified that the patient's right atrial (ra) lead had oversensing and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.